Event description:
It was reported that the customer had issues with his blood and sensor glucose readings. His blood glucose level was 317 mg/dl and his sensor glucose level was 242 mg/dl. The sensor and blood glucose difference was not within an acceptable range. The customer felt the insulin was taking too long to work on his body. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.